Event description:
It was reported that on (B)(6) 2026, a 24mm amplatzer septal occluder chosen for implant using a 10f delivery system. During the procedure, balloon sizing was performed and, after evaluating the measurements obtained, the physician chose to deploy a 24 mm prosthesis. Upon opening the prosthesis, the physician noticed that it exhibited unusual rigidity. Even so, the prosthesis was placed in saline at room temperature, the connections to the 10fr delivery system were made, and advancement of the device was initiated. At the time of externalizing the prosthesis, it was observed that the nitinol showed a different configuration from the usual standard. During the release of the left atrial disc, the disc did not open properly. After externalization of the second disc, the prosthesis exhibited the cobra deformation characterized by elongated and deformed opening of the device, without proper disc formation, assuming an appearance similar to a cobra shape, which made proper positioning and stability of the prosthesis unfeasible. The physician opted for complete removal of the delivery system along with the prosthesis from the patient. Subsequently, the prosthesis remained in warm saline for approximately 10 minutes, at which point it returned to its original shape. However, when it was reattached to the delivery system, it again lost proper conformation. Despite this, a new implantation attempt was made, but the prosthesis continued to exhibit the ¿cobra effect,¿ making its safe use impossible. A new prosthesis was then opened and was successfully implanted. The patient was reported well and stable.

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information.